Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported, "the surgeon said that cement powder was flesh-colored, not white as usual when he opened the box. When he mixed the powder with fluid, it didn't smoothly solidify as usual, so he didn't use the bone cement and replaced it."